Event description:
Hmsc reported episodes showing noise. Short interval counter >249 in last 24 hrs. All other lead trends appear stable. Lead to be evaluated further. Lead currently remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.